Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on 25-jul-2023. The patient reported both of their pumps were not working, and they were planning to go to the hospital to continue to receive remodulin therapy while awaiting same-day courier transport of replacement pumps. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.